Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Additionally, the patient experienced a syncopal event and was evaluated in a hospital setting. Upon review, no stored episodes were found on the device. Further testing was recommended regarding this lead. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Additionally, the patient experienced a syncopal event and was evaluated in a hospital setting. Upon review, no stored episodes were found on the device. Further testing was recommended regarding this lead. Additional information was received that the cause of the out of range measurements could not be determined but a lead damage was suspected. Further information was received that this device inappropriately stored atrial tachy response (atr) episodes due to far field oversensing. Noise was also observed on both the atrial and ventricular channels which may be from a medical procedure and/or electromagnetic interference (emi). No additional adverse patient effects were reported. At this time, this device system remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Additionally, the patient experienced a syncopal event and was evaluated in a hospital setting. Upon review, no stored episodes were found on the device. Further testing was recommended regarding this lead. Additional information was received that the cause of the out of range measurements could not be determined but a lead damage was suspected. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Additionally, the patient experienced a syncopal event and was evaluated in a hospital setting. Upon review, no stored episodes were found on the device. Further testing was recommended regarding this lead. Additional information was received that the cause of the out of range measurements could not be determined but a lead damage was suspected. No additional adverse patient effects were reported. At this time, this device system remains in service.